Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via cephalic vein. The stenosed target lesion was located in a shunt. A 5.0 mm x 40 mm x 40 cm (4f) sterling balloon catheter was used for dilatation. The balloon was inflated at 8 atmospheres on the first and second inflation. During the third inflation, the balloon ruptured at 6 atmospheres. The balloon was retrieved intact and the procedure was completed with a 5.0-40/3.8/40 sterling otw balloon catheter. No patient complications were reported and the patient's status is good.